Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 wherein the scs lead was explanted and replaced, resolving the issue. Note: since it is unknown which lead was explanted, both devices are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-03127. It was reported that the patient's scs lead had high impedances following a fall. Reprogramming was unable to recapture effective therapy using the other lead. Surgical intervention may be pending to address the issue. Note: since it is unknown which lead has high impedances, both devices are being reported.